Event description:
Pt was diagnosed with normal pressure hydrocephalus and had surgery for a right ventricular peritoneal shunt in 2000. In 2003 the patient developed hygromatous type collections over the surface of the brain bilaterally, indicating a component of over-drainage of the shunt. The previous medtronic shunt was removed and replaced one month later. The old valve was hooked up to the manometer and there was no resistance to distal flow.